Manufacturer narrative:
A patient experienced headaches following a drg system implant was reported to abbott. The physician performed a blood patch to attempt to alleviate symptoms. As a result, the physician explanted the patient's system to rule out infection and csf leak. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the system was removed due to possible meningitis. The patient has since recovered and has been implanted with a new system on 21 apr 2021. Therapy was restored in post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-23716, 1627487-2020-23718. It was reported that patient experienced headaches following a drg system implant. The physician performed a blood patch to attempt to alleviate symptoms. The physician explanted the patient's system to rule out infection and csf leak. No csf fluid was noticed during the explant. Further information is pending. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient developed meningitis infection was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.